Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system flush port valve was broken. There was a leak with the flush port valve on the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup, the tether lock was in the unlocked position. While flushing, water was seen leaking from the distal edge of the flush port valve from a stress crack in the flush port valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless pacemaker a leak was discovered after flushing the delivery system at the handle. The delivery system and the device were removed and replaced. No patient complications have been reported as a result of this event.